Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during registration and the sterile setup, the active frame was recognized, and the navigation system was in use. However, partway through, tracking the active frame became unreliable. While it was briefly recognized, it failed to be recognized for most of the time. The passive probe tracked without issue. Both the sterile and non-sterile active frames were tested, but no improvement was observed. Restarting the system also did not resolve the issue. Navigation was aborted, and the surgery was completed without navigation. Post-surgery, the system was checked but remained unstable. During maintenance, it was determined that the polaris spectra system control unit (scu), breakout box, and active frame × 2 had been discontinued, leading to a transition to the passive frame. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
B5 additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the recognition failure and defect occurred during use of the cranial frame.

Manufacturer narrative:
H2, correction: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Please see rr # 1723170-2025-03330 for the correct product that experienced the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.